Event description:
The user of an xt-2000i automated hematology analyzer (serial number (B)(4)) reported on (B)(6) 2013, an incident of possible exposure by a user attempting to remove the piercer during replacement. Few details were provided. The user, as reported, pricked her hand with the piercer when attempting to remove the old piercer. The operator stated she initial called for instruction on piercer replacement and was not referred to the analyzer's instructions for use manual. No evidence of product malfunction was provided. The user was advised to follow laboratory's protocol for needle sticks. The user washed the site and sought medical attention in the urgent care. The operator is following internal needle stick policies and is on anti-viral prophylaxis and will be following up at appropriate intervals.

Manufacturer narrative:
No evidence of product malfunction was provided (error log or other). The analyzer was not in use at the time of the event. The sysmex xt-2000 instructions for use includes numerous warnings regarding safe handling of the analyzer. A user is advised to handle all instrument parts as biologically hazardous, to wear gloves while handling the piercer and to wash hands with disinfectant after maintenance. It also states to use only the tools expressly provided for maintenance work. The instruction procedure for piercer replacement states to be sure to install the piercer fixing board as the piercer needle may pop out during operation and cause injuries. The user did not install the fixing board prior to removal of the piercer and was stuck, penetrating the skin. Current status of the user is not known. This occurrence is reported in consideration of the FDA needle-stick guidance, as anti-viral post-exposure prophylaxis was administered in addition to first aid.